Event description:
During acl repair the tip of a drill pin broke off in pt's femur. The procedure was completed with another drill pin.

Event description:
Add'l info rec'd from MFR 2/28/2005: no lot number can be discerned since no lot was identified by the facility, nor has the facility previously notified mitek of this issue. Mitek supplies stickers with its products as part of the packaging and labeling that identify the product and the lot code. The stickers are meant to be put into the pts surgery record, the reporting facility should have made this available on their report to the FDA. Nothing previous to this letter notification from FDA has been rec'd by mitek for this issue so nothing previous to this has been noted by mitek for this issue. MFR has initiated a complaint reference# 10032263 in its system and filed MDR 1221934-2005-00012.